Event description:
It was reported on insertion the introducer needle broke at the stainless steel/hub junction. No patient harm was reported. The device was replaced.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit for analysis. Visual analysis revealed that the needle hub was broken and separated. The distal end of the hub was still adhered to the needle cannula. M icroscopic examination confirmed the damage. A device history record review was performed, and no relevant findings were identified. The customer report of a broken needle hub was confirmed through visual inspection of the returned sample. Visual analysis revealed that the hub was cracked and separated. A device history record review was performed with no findings relevant to this investigation. It was determined that the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting , sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. A CAPA was implemented 23-aug-2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on insertion the introducer needle broke at the stainless steel/hub junction. No patient harm was reported. The device was replaced.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of needle hub broke and separated was able to be confirmed by the photo. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate.". The complaint of needle hub broke and separated was able to be confirmed by the photo. Based on the available information, the likely root cause for this complaint is design related. A CAPA has been previously initiated to address this issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on insertion the introducer needle broke at the stainless steel/hub junction. No patient harm was reported. The device was replaced.